Manufacturer narrative:
Device passed the displacement test. Device had label damage, missing display window cover, cracked keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails. Device p-cap or test reservoir locks in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident and was not going down, another blood glucose value was 402 mg/dl. Insulin pump had crack on screen and back panel. The device will be returned for analysis.